Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER with right ventricular loss of capture. Dislodgement was confirmed via x-ray. On (B)(6) 2016, the lead was explanted and replaced when repositioning was unsuccessful. The lead was damaged during the explant. The patient had no symptoms during or after the procedure, patient is fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.